Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level displayed "high" and was resolved by manual injection. Customer reverted to an alternate method of insulin therapy.